Event description:
Customer indicated that an antibody panel completed on galileo showed weak to no reactivity on a patient which had an anti-c. The customer stated that based on the reactivity of the antibody ID panel, anti-c was ruled out. The customer indicated that the unexpected reactions did not result in an adverse patient event.

Manufacturer narrative:
Reactivity of the e, c and jka antigens were confirmed on retention crrs(I and ii), lot x253, crrid, lots id104 and dp029. Customer returned sample for investigation testing. Testing is ongoing. The customer's returned samples were tested with retention crrs(I and ii), lot x253 on an in-house galileo instrument. Moderate to strong reactivity was observed with cell ii {(c-e+e-c+;jk(a+b-)}. The sample was tested with retention crrid, lot id104 on an in-house galileo. Identical reactivity between customer's testing and our testing was observed with cell 1 to cell 8, 10 and 14. Our in-house galileo instrument gave 1+ to 2+ reactivity in cell # 11, 12 and 13 (did not give equivocal (?) As customer observed). In cell 9, our galileo gave negative reactivity (customer got (?) Equivocal reactivity). We cannot rule out other clinically significant alloantibodies. The customer's sample was tested in hemagglutination tests with selected cells from panocell-20, lot 28841, using immuadd as the potentiator. Only very weak microscopic reactivity was observed.